Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The priming test was unable to be performed due to loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call compromised force sensor system error alarm and prime anomaly. Customer's blood glucose level was 9 mmol/l. Troubleshooting for prime rewind was performed. Customer advised the insulin pump did not recognize when the piston hit the reservoir. Customer advised insulin squirted out during the priming process even though the act button was not being pressed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.